Event description:
A malfunction occurred when a device fell off the counter. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the problem reappeared.